Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri) and was explanted. It was alleged the device had depleted prematurely. This device is included in the (B)(4) 2007, shortened replacement window advisory population. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.